Event description:
It was reported that there was failure of the universal modular electric/battery double trigger handpiece. While rasping the machine stopped working completely. Even though both batteries were changed it didn't start working again. There was no patient harm; however, there was a delay in surgery for approximately 15 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer ; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.